Event description:
It was reported that an asahi sion blue guide wire had separated in the patient during a percutaneous coronary intervention to treat a heavily calcified 90-99% stenosis in the left circumflex coronary artery (lcx). The access point was the left radial artery, and a lesion in the mid left anterior descending artery (lad) was first treated using an asahi hyperion 6fr spb3.5. The physician tried the sion blue wiring to treat mid to proximal lcx, but the wire tip was stuck in the heavy calcification and unable to be removed. The physician manipulated the sion blue by rotating it clockwise and counterclockwise repeatedly. Another sion blue was wired to deliver a boston scientific corporation (bsc) maverick ptca balloon 1.5mm x 15mm in attempts to remove the stuck sion blue supporting by bsc guidezilla ii 6fr guide extension catheter. The first sion blue was severely damaged and stretched, with the cut distal tip embedded in the heavy calcification of the lcx. The broken distal tip was fixed to the vessel wall after reinserting the bsc maverick ptca balloon 1.5mm x 15mm. The patient was discharged after the procedure without clinical abnormally.

Manufacturer narrative:
(B)(4). The sion blue guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. Proximal to the separated end, the guide wire was three-dimensionally deformed. The outer coil was elongated for approximately 44cm from the proximal solder that was originally located at 170mm from the tip. Under the elongated coil, the inner coil was exposed. At approximately 5mm distal to the tip of the inner coil, the core composed of a twist wire and straight core wire was found fractured. Every fracture end of the twist wire and straight core wire were necked, indicating tensile stress had contributed to the core fracture. The fracture surface of the coil was relatively flat. Coil structure was completely straightened at the fracture end. These findings suggested that torsion generated with elongation of the coil had contributed to the coil fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with wire removal had most likely contributed to the observed fracture of the sion blue guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement by the heavily calcified lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire, removal difficulty of guide wire.